Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low and high blood glucose levels. The first hospitalization was in april 2015 for high blood glucose levels of 1,250 mg/dl. The cause per the health care provider was diabetic ketoacidosis. The customer was wearing the device at the time of admission. The second hospitalization was in (B)(6) 2015 due to low blood glucose levels of 30 mg/dl. The customer had been in a car accident. The customer was treated with an insulin drip. No further details were provided.